Manufacturer narrative:
An investigation could not be performed as the user refused to provide any of the samples for further evaluation. No adverse events were reported.

Event description:
The customer contact reported, the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "error." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.